Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and loss of consciousness on (B)(6) 2020 with the blood glucose level of 36 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with intravenous glucose. Customer did not allege that the insulin pump was over delivering. Customer also stated that the reservoir lip ring was broken off and reservoir was not able to lock in place when inserted into insulin pump. Customer stated that the screen of insulin pump was blank and had stuck button alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display noted. All buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces. No stuck button alarm or button error alarm noted. During visual inspection, found the keypad connector on electrical board was properly locked. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, scratched case, broken belt clip rails, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Device received with customer applying excessive adhesive to the case and on the belt clip rails.